Event description:
It was reported hat during a laparoscopic cholecystectomy procedure the clips jammed in the device. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Upon firing, the clips were ejected due to the condition of the jaw/cam. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, the device was locked out as intended but the orange indicator did not show up. This finding is not related with the incident reported